Event description:
During a head and neck reconstruction, the surgeon experienced difficulty when he tried to close the gem2754 coupler (3.00mm size), it would not engage and join the rings together properly (mate). There were two attempts, with two separate units, to close the anastomosis. The surgeons attempted to manipulate the coupler manually to match the pins, but it would not mate. The surgeon completed the anastomosis by hand suturing the vessel. There was no patient harm or complications.

Manufacturer narrative:
No product was returned for evaluation. According to the device history record, the devices met specification at the time of manufacture.